Event description:
It was reported that the burr got detached. A 2.00mm rotapro was selected for use. During the procedure, after cutting the shaft, it was attempted to remove the stuck device by bringing in a guide extension, but only the shaft came out. Consequently, during debulking of the right shoulder region, the burr was found detached which was likely due to hinge motion. The burr was retrieved along with the rota wire. The procedure was completed. There was no patient injury. However, based on the additional information from the related complaint investigation result, it was confirmed that the rotawire was fractured.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination of the device revealed that a distal end of the guidewire was bent. The bent on the body was measured from distal to proximal accordingly and the distance where the bent was found. Spring tip was observed bent. A portion of the guidewire was detached and did not return for analysis. Total length of the guidewire was measured and met specification.